Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci the e-100 generator involved with this complaint to perform failure analysis (fa). The reported failure could not be replicated. This e-100 generator was installed into the test system, and it worked with the vessel sealer instrument installed. The fa used a vessel seal extend instrument with saline-dipped gauze in the jaws and the yellow pedal/sync activations cut/seal was fired about 100 times and e-100 worked fine without any issue.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, error messages populated on the e-100 generator. The customer power cycled the e-100 generator twice and a new vessel seal extend (vse) instrument was used but the issued persisted. The customer was not able to troubleshoot. The technical support engineer (tse) was unable to find any associated errors in the system. The customer completed the procedure using the erbe integrated electro surgical unit (iesu). No known impact or patient consequence was reported.